Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip computer was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned pcoip was tested for 21 hours and it continuously displayed image and maintained communication. There was no problem found with the pcoip. Other relevant device(s) are: product ID #: 9735796, lot #: 671ag6mf5j2; product ID #: 9735762, software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case, the camera cart monitor went black momentarily and then an error message appeared. The exact message was unknown. The error message cleared and returned to mirroring the screen of the main cart. However, after this issue, the surgeon was unable to use the "zoom" function for the rest of the case. The manufacturing representative present was unable to replicate the issue and indicated the cart-to-cart connection appeared normal. There was no delay to the procedure and no impact to patient outcome as a result of the issue. Through additional follow-up, it was determined that the zoom function on the monitor was due to a site error. The site was using the mouse and using the dial on the mouse to zoom rather than r-click and drag.

Manufacturer narrative:
H2) additional information: a4 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.